Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable low vitamin b12 results. No specific data was provided. Information was provided as "a customer realize that results are suddenly very low. This happens when reagent box is half, and only for two half days, then he exchange the reagent box and everything is ok." Information concerning if any result was reported outside the laboratory or if any patient was adversely affected was requested, but was not provided. The reagent lot number was 185656. The expiration date was provided as 07/29/2016 and 07/31/2016.